Event description:
Md states that upon removal of a skater all purpose catheter, the nylon suture became detached and was left in the pt. Surgical procedure required to remove the suture material.

Manufacturer narrative:
The customer states the suture became detached and was left in the pt. No sample is available for review. The part number and lot number for the catheter used was not known by the reporter. The reporter states this is a common occurrence on their end; however, this time both ends of the suture were dropped and the suture was lost inside the pt. The IFU for the product states to check that both threads are loose and cut one thread in order to loosen the pigtail. Only one end of the suture should be cut so that the tab is still attached and used as an anchor. Per f/u with the customer the suture has been removed from the pt. We will continue to monitor and trend.